Event description:
It was reported that a patient death occurred. In (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). In (B)(6) 2023, the patient was hospitalized for unspecified cardiovascular issues and died of unknown causes.

Event description:
It was reported that a patient death occurred. In (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). In (B)(6) 2023, the patient was hospitalized for unspecified cardiovascular issues and died of unknown causes. It was further reported the official cause of death was sudden cardiac death.